Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured during the first use. The exact pressure was unknown, but at the low-pressure point, before reaching the nominal pressure, the balloon inflation felt unusual. When the device was pulled out and the balloon was visually inspected, it was determined to be a rupture, as blood was found inside the balloon. The procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.